Event description:
The customer reported an issue with the speaker function of their insulin pump, which was not audible even when settings were adjusted. Their blood glucose level due to the issue was recorded at 50 mg/dl. The customer consumed glucose gels to address this low level, and no third-party assistance was needed. The pump was replaced to resolve the issue, and the customer continued to use their current pump for insulin therapy, until replacement pump arrives.